Manufacturer narrative:
The internal handles were returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The internal handle was tested with a known-good device without duplicating the customer's report. The handles and spoons were scrapped after testing and the customer was sent a replacement. No trend is associated with reports of this type.

Manufacturer narrative:
Justification for no UDI: this device has a UDI; some information was not provided and is unknown; therefore, a complete UDI cannot be provided. Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during the incoming inspection, the associated defibrillator failed to discharge using these internal paddles. Complainant indicated that there was no patient involvement in the reported malfunction.